Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. Visual inspection revealed plastic debris clogging the jet probe orifice, which is likely the issue that triggered the e05 error. The pump cartridge was also noted to be damaged. An attempt was made to prime the aquabeam handpiece, but due to the damaged pump cartridge, no vacuum was created and could not pull water through the inlet tubing. The cause of the observed clogged aquabeam handpiece was unable to be determined. A review of the device history record (DHR) ab2000-d/serial number (B)(6) and aquabeam handpiece/lot number 24c00880/012/1 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The aquabeam robotic system user manual, sj-um0101-00 rev. B, states the following under table 5 system detected errors and faults: e05: console error: release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the first treatment pass, the aquabeam robotic system generated an "e22 - motorpack error". A second aquabeam handpiece was used and when attempting to prime, the aquabeam robotic system generated an "e05 - console error" that could not be cleared. A third aquabeam handpiece was used to complete aquablation therapy. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.